Event description:
Port was accessed with a 20g 3/4" needle from the pac access kit. When de-accessing the port, I attempted to retract the needle into the safety device as expected. The needle came all the way through the safety device and broke completely from the base, almost resulting in a needle stick.